Manufacturer narrative:
Films supplied found: lateral intraoperative views show construct l4-l5-s1 with insertion device. Bicortical screw is noted at l4 with guidewires present unilaterally. Interbody site is noted at l4/5. Reported disassociation of screw head cannot be verified by these views.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l5-s1. It was reported that during reduction the screw head popped off the screw shaft. The screw was removed and replaced. No patient complications were reported.

Manufacturer narrative:
When visually inspecting the assembly, visually saw damage to the ring and the head where the bone screw had slipped out of the head of the assembly. The ring was still assembled in the (B)(4) head and showed evidence that the (B)(4) screw had been forced out. The (B)(4) head had damage to the instrument holes on the top and bottom as if it was being torqued front to back rather than left to right to make the assembly in the right location with the rod. After reviewing documentation from inspection reports, elhr history, and the inspection of the returned components, the evidence does not point to the failure resulting from a manufacturing defect. The damage observed leads the team to conclude that the failure occurred after leaving the manufacturing facility.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.